Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported not observing insulin coming from end of tubing during fill tubing. While troubleshooting with tandem technical support, customer filled the tubing and saw drips coming out of the end of the tubing. Customer reported an elevated blood glucose level, but did not know the exact number. Customer delivered a correction bolus to stabilize bg level.